Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not fire.

Manufacturer narrative:
This event has been reassessed. The event is no longer considered a malfunction, and is now classified as not a complaint. If information is provided in the future, a supplemental report will be issued.